Manufacturer narrative:
The field service engineer evaluated the instrument and identified that the photometer was not meeting specifications. The issue was resolved by replacement of the photometer. Identification of failure mode: failure mode was determined to be the failure of the photometer to meet specifications.

Event description:
The customer reported that erroneously low total bilirubin (tbil) test results were obtained for three patient samples when using the unicel dxc 600 synchron system. The erroneous test results were not reported out of the laboratory. The samples were repeated on another unicel dxc 600 with higher results, which were reported.